Event description:
The icp sensor was implanted in the patient on (B)(6) 2015. The icp express indicated -99 while zeroing and the readings were found abnormal. Although it was found that the failure had been caused by the memory error of the icp express cable, the hospital side requested us to investigate whether the icp sensor had a problem. The sensor was removed on (B)(6) 2015. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.